Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. On 11-sep-2024, it was reported that patient faced 3 infusion sets cannula kinked after 3 or more hours of insertion. Date of events on 29-aug-2024, 01-sep-2024 and 11-sep-2024. Insertion site was abdomen. Infusion set has been used for 24 to 48 hours. The blood glucose level between 250-300mg/dl. Therefore, patient was treated with correction bolus. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4)- MDR 3003442380-2024-28957. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6005170 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations. 1 used cannula part was provided and there is visible the soft cannula was kinked at the middle. The following test was performed: visual test according to wi version 43. 1 used set failed the test. Functional test 1 according to wi version 9 1 used set passed the test. Functional test 2 according to wi version 25 test on returned samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6005170 was manufactured according to the document version 110 on the packing process in the line inset 5, on 24/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: 1 used cannula part was found with the soft cannula kinked at the middle, failure found is not related to manufacturing process, harm reported is non-reportable, no non-conformance (nc) raised during production, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure. .